Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st150 set, it was "discovered that the line connecting the top of the filter and the plate was torn" and an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample revealed no anomaly. An air leak test was performed and a leak was observed at the level of the set dialysate line, post pump, at the connection to the dialysate port. Further inspection under the microscope showed that the line was perforated near the dialysate port. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.